Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 03/22/2017.